Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_unknown_lead, product type lead. (B)(4).

Event description:
It was reported a lead was damaged during an explant procedure and a lead fragment remained in the patient. There were no patient sy mptoms/injuries related to the event. An x-ray was performed and it was determined the lead fragment was smaller than 3 centimeters. The patient's device was removed and she is doing 'fine.'